Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 not detected on bus due to a faulty flat flex cable. A field service engineer replaced flat flex cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 5 not detected on bus and not able to recover. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.